Event description:
A report was received that a pt experienced first degree burns from his charger approximately 3 times. The pt reported that his burns healed, and no medical treatment was sought or administered.